Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardio cardiac procedure was being performed when the issue occurred and was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform geometry movements. The review of system log files showed ad7 long box error. Upon troubleshooting, the fse found that the ad7 longbox (amc) was defective. To resolve the issue, the fse replaced the amc ecat drive, reloaded the software and performed ad7 table longitudinal position/stand longitudinal position/stand longitudinal current, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.